Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker failed to interrogate. It was noted that it appeared to be an rf chip error that is causing the rf to be non-functional. To reset the chip and restore rf function, a firmware download would be necessary however, there is a small but non-zero chance that the device can be stuck in a backup mode. The patient is pacemaker dependent therefore, no intervention was performed and the patient will continue to be monitored.